Event description:
This report concerns a 31 year old female pt with a history of ideopathic thrombocytopenic purpura and evans syndrome, who was positive for anticardiolipin antibody. A permacath was placed in the subclavian vein in 1999 and the pt underwent a prosorba column treatment. The pt reported that she felt they had trouble maintaining an adequate flow rate. The pt contacted her physician approximately 6 hours post procedure complaining of palpitations. At 4am the next morning, the pt reported shortness of breath and chest pressure. She was sent to the ER where a spiral CT revealed a single pulmonary embolus. She was placed on IV heparin. Her physician was unaware of any difficulties with access or line clotting. This pt had been identified as high risk due to a history of dvt. She was taken off coumadin prior to treatment for placement of a permacath. Her inr's were normal at the time of treatment. This procedure was contraindicated in this pt due to her history of hypercoaguability and inadequate peripheral venous access which required placement of a central venous catheter.